Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a rotator cuff repair, once the sutures of a multifix s-ultra were loaded and the implant impacted, the black portion moved upwards without the implant descending; subsequently, the white mechanism hardened, and the anchor broke. The broken pieces were removed from the patient using a grasper and a curved kelly clamp. The procedure was resumed, after a 5-min surgical delay, using an equivalent s+n back-up in the originally drilled bone hole, no void was left. No further complications were reported.

Manufacturer narrative:
H11. H3, h6 the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found a broken anchor and displacement of a black component associated with the device insertion mechanism. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the tensile strength specifications are established. Also, certificate of analysis is required with each shipment. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include tissue thickness, misalignment of inserter handle excessive force or over tensioning the suture. Based on this investigation, the need for corrective action is not indicated.